Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
During a pulse field ablation pulmonary vein isolation, a faradrive steerable sheath clear was selected for use. A defective sheath resulted in a massive air embolism, causing occlusion of the right coronary artery. Coronary angiographic aspiration successfully removed the air and restored vessel reperfusion. The patient most likely recovered without complications; however, the ablation procedure could not be completed. Due to when the event occurred and when the event was reported the device is not expected to be returned.

Manufacturer narrative:
B1 field updated b2 field updated b5: describe event or problem - updated e1: initial reporter phone: (B)(6).

Event description:
During a pulse field ablation pulmonary vein isolation, a faradrive steerable sheath clear was selected for use. A defective sheath resulted in a massive air embolism, causing occlusion of the right coronary artery. Coronary angiographic aspiration successfully removed the air and restored vessel reperfusion. The patient most likely recovered without complications, however, the ablation procedure could not be completed. Due to when the event occurred and when the event was reported the device is not expected to be returned. Additional information revealed the event did not occur during or after a catheter or sheath exchange, and irrigation was never interrupted during the procedure. No catheter was present in the sheath at the time aspiration revealed air. A pressure bag was used for irrigation. A farawave catheter was in the sheath at the time. There were visual indications of the air event, and air was also seen inside the patient on imaging. The patient did not experience neurologic or cardiac complications. Intervention consisted of coronary angiographic aspiration of the air, which immediately restored vessel perfusion, allowing the patient to complete the procedure without further complications. The patient has since recovered.